Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device has unexpected database error due to an unapproved knowledge base was installed on the station. A technical support specialist uninstalled kb5033688 and rebooted the station to resolve this issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has unexpected database error because of the station database is in recovery pending state. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis medstation es system had an unexpected database error because the station database was in a recovery pending state. No patients have been affected, but the failure mode has been identified for having the potential of causing an adverse event. There were no adverse events, injuries, or delays reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-apr-2022 to 23-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected database error occurred due to due to an unapproved knowledge base installed on the station. A technical support specialist uninstalled kb5033688 to resolve this issue with ka -station database in recovery pending. The system functioned as intended after the technical support specialist assessed the device.